Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump were less responsive. The customer blood glucose level was unknown. The customer also reported that the up and down arrow buttons were harder to press and sometimes has to press the buttons twice. The device will be returned for analysis.